Event description:
It was reported that during use of this shaver blade in a shoulder arthroscopy, metal shavings were observed in the joint. The surgeon flushed the joint; however, some of the metal shavings adhered to the bursa and could not be removed. There was no report of serious injury related to this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this shaver blade for eval and confirmed the reported problem of metal shavings. A visual examination found galling on the outer and inner tubes, and the teeth of the cutting window bent/damaged. This type of problem can occur when excessive lateral force is applied during use or if the blade comes in contact with another device in use that is harder than the blade itself. The customer will be contacted regarding this info. Conmed linvatec will continue to monitor this device for failures.